Event description:
A nurse reported that a pt was admitted with diabetic ketoacidosis as a result of receiving no or insufficient insulin. Reportedly, the cartridge in question was cracked. Outcome of the event is reported as unknown.